Event description:
It was reported that the patient complained of pectoral/pocket stimulation. The right atrial lead had a lead warning for low impedance paces. A lead insulation breach was suspected. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Concomitant medical products: icf09b58 lead, implanted (B)(6) 2003. (B)(4).